Event description:
It was reported that patient fell and presented to ER after receiving multiple inappropriate therapies. It is not known if the fall and the inappropriate therapies were related. The lead was found to be dislodged, resulting in oversensing of p-waves. The patient had a history of twiddlers syndrome. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.